Event description:
A customer reported an altitude alarm on their pump. Reportedly, the pump was not outside the labeled altitude operating range. Blood glucose level was recorded at 306 mg/dl, which is within the 54-500 mg/dl range. Technical support instructed the customer to gently clean the speaker holes, reconnect the cartridge, and wait up to five minutes to resume insulin delivery. The customer successfully resumed insulin, and the alarm did not recur.